Event description:
A hemodialysis user facility has reported that a blood leak was detected during treatment. The leak was visually observed and confirmed with blood test strips. A new system was strung and treatment was completed. The estimated blood loss was 100ml. There was no other reported patient ill effect. There is no sample available for evaluation.